Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, of a detached sensor wire that was retained in the patient's skin. The sensor was inserted at the arm on (B)(6) 2017. Patient reported that the sensor was spotty on data readings and he decided to remove it. Upon removal, he didn't see any sensor wire above the skin. Patient did not observe any portion of the wire attached to the sensor pod. The insertion site was described as soreness, redness, sensitive to the touch, and felt like an achy muscle. When palpating the area, the sensor wire could not be detected. Patient went to a doctor on (B)(6) 2017. The doctor recommended to let it work itself out on its own. At the time of contact, patient is fine. No further event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.